Event description:
It was reported that a leak occurred in a cassette. The caller stated the event occurred during an unknown cycle on the home choice (hc). The care giver (cg) stated they had opened the cassette door and found that the cassette was filled with fluid and it appeared as if it was bulging out. The home patient (hp) stated they did not notice any leaks or defects with the supplies during set up. The hp stated they had started over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.